Manufacturer narrative:
Investigation summary: bd implemented a thorough investigation following our corrective preventative action protocol. This was opened for a trend in reports of ¿needle clogged / blocked¿. This creates temporary interruption of flow of insulin into the reservoir. Based on the investigation, this issue appears to be related to the use case which involves drawing insulin from a vial into a syringe and then filling the reservoir of the insulin pump via a small port off the body in an iterative process, utilizing existing / ¿off the shelf¿ products rather than a product designed for this use. Bd products are designed to be single use, and because this is an "off the shelf" product, bd specifications do not take into account any requirements specific to the tandem use case. The investigation concludes the complaints are related to the use case and not due to a product nonconformance.

Event description:
It was reported that the bd precisionglide¿ needle was blocked during use. The following information was provided by the initial reporter: "caller reported not being able to use her needle as the middle of it had seemed to be clogged up with something."